Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were impedance issues, specifically high impedances greater than 40,000, which resulted in a loss of stimulation. During pre-operative procedures, it was noted that only 2 of the 17 electrodes were in "good" status, while the rest were labeled "avoid" due to high impedance. As a result, a device revision surgery was conducted to replace the leads with high impedances. The leads were explanted and replaced with another lead. The issue was resolved following the revision surgery. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
File updated to include analysis text information analysis information pli# 10 product ID# 977a260 analysis identified that the 6th and 7th conductors were broken in the distal end of the lead. Analysis information pli# 20 product ID# 977a260 analysis identified that the 5th and 7th conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.